Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to pain. It was noted during the revision procedure the patella was sheared off at the pegs; the patella was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."